Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a handpiece heated abnormally. No patient harm occurred. Time of the event is unknown. Additional information has been requested but none has been received to date.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was sent a handpiece and enacted the warranty exchange. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 17, 2016. Based on qa assessment, the product met specifications at the time of release. Manufacturing record review: a review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The handpiece temperature was then measured while the handpiece was running for 1 minute at 100% torsional and longitudinal power with 50% switching frequency and holding the thermocouple pin approximately 1.4 inches from the aspiration luer. The initial hp temperature was 26.1°c and the temperature after one minute was 51.1°c which is below the upper specification temperature limit of 55°c; therefore, the handpiece passed this test, and was found to meet product specifications (ps). The handpiece completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was found to meet specifications per product specifications (ps). When connected to the dynamic tuning fixture (dtf), the handpiece was below specification per ps for the torsional stroke test. The handpiece was connected to a resistance test box which showed a measurable resistance from the high electrode to ground indicating initial signs of moisture ingress. Upon disassembly, moisture ingress was found within the electrode chamber. There was an analysis of data, and there were no tuning failures (after a total of 15 tunes). The handpiece was not found to heat abnormally as initially reported. Therefore, the root cause of the reported event cannot be determined conclusively. An internal investigation was opened on the ¿ingress issue¿. (B)(4).